Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2018 and mesh was implanted during which the surgeon noted significant adhesions to the underside of the mesh, of ometum, small intestine and large intestine. Some of the previously placed mesh had peeled away from the posterior rectus sheath. It was reported that the patient underwent open debridement of the seroma lining and quilting closure of the abdominal sot tissue and drain placement on (B)(6) 2019. It was reported that the patient underwent debridement with wound vac placement on (B)(6) 2019. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. It was reported that the patient had previously underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported had previously that the patient underwent recurrent hernia repair surgery on (B)(6) 2016 and mesh was implanted during which the surgeon noted significant adhesions of bowel a well as omentum to the anterior abdominal wall. There was a defect in the inferior portion of the mesh which was detached from the abdominal wall. Other procedure is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 7/25/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 9/30/2024. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.